Event description:
Radial head indicated uncoupled from the implant stem. It was also indicated that the locking screw had possibly loosened. Both the head and the screw were implanted (B) (6) 2009 on an existing stem implanted (B) (6) 2008 (these were replacements for the head and screw originally implanted with the stem on (B) (6) 2008). Stem lot# 091660, MFR # (B) (4), replacement locking screw lot# 174710, MFR # (B) (4).